Event description:
Healthcare professional via sales representative reported capsular contracture, baker grade iii, "some peripheral undulations", and "a cystic element", confirmed via MRI and ultrasound. This record is for left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.